Event description:
On an unknown date, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis featuring c3 deployment system. On (B)(6) 2014, images were taken which appear to show a proximal type I endoleak, and aneurysm enlargement of an unknown amount. The aneurysm measured 8cm.

Manufacturer narrative:
Initial procedure performed on (B)(6) 2006, patient treated for a 43 mm abdominal aortic aneurysm. No endoleak was detected after the procedure. On (B)(6) 2007, during first follow up, CT scan indicated a type ii endoleak with no aneurysm enlargement. In (B)(6) 2008, follow up CT scan indicated the type ii persisted with no aneurysm enlargement. On (B)(6) 2014, follow up CT scan indicated aneurysm enlargement of 8 cm. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.